Event description:
The needle head has been detached during the emg scan and the needle was stuck the patient. The patient had another surgery scheduled and that was when the doctor removed the needle embedded inside the patient. The doctor knew where the needle was after a x-ray was made. The surgery was overnight and the needle was a few hours inside the patient, and it was located between the hip and gluteal muscle under the skin - it was hidden under the epidermis. The patient is in very good condition and there were no consequences for the patient.